Event description:
On (B)(6) 2011, the pt underwent a bone marrow biopsy. A metal shard was noted when the bone marrow specimen slides were prepared. There was no noticeable defect to the outside of the bone marrow biopsy needle. It was determined that the metal shard came from the inside of the needle. The remainder of the lot was pulled from inventory. There was no harm or adverse outcome for the pt as a result of this event. Used 1 hr. Reason for use: aplastic anemia.